Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 177 mg/dl. The customer took insulin based on the reading. His blood glucose dropped to 49 mg/dl and he was symptomatic for low glucose. During the call, it was discovered the customer was using test strips that expired in march 2011. No product will be returned. A replacement meter was sent to the customer.